Manufacturer narrative:
Supplemental report to provide related manufacturing report number 2015691- 2021- 03224.

Manufacturer narrative:
Additional case information indicated the patient access vessel tortuosity was moderate and the patient access vessel calcification was mild. The loader was not fully inserted into the sheath. The insertion angle was approximately 30 degrees. The vessel was not pre-dilated. There was no difficulty inserting the sheath into the patient. The valve was returned to edwards lifesciences crimped on the delivery system, and it was partially inserted through the sheath. The crimped valve was stuck between the sheath shaft and hub. Imagery was provided by the complaint site and showed the valve was exposed through the sheath liner, and sheath liner was torn. It also showed multiple bent struts were observed at inflow. The returned devices were visually inspected for any abnormalities. Three (3) struts were slightly bent outward at inflow. All the struts exposed through the skirt, it was normal after crimped and used. Post-expansion, no bent struts were observed due to it was corrected after expansion. All the struts remained exposed through the skirt, it was normal after crimped and used. The leaflets were torn, wrinkled, and dehydrated due to the storage condition (prolonged crimping) during the return handling process. The frame was distorted/canted. Observed gouges were on the flex tip. No functional or dimensional testing was able to be performed due to device return condition (frame distorted/canted). The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the related complaint codes. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Commander delivery system with s3u IFU, device preparation manual and procedural training manual were reviewed. The IFU indicates to insert the loader assembly into the sheath until the loader stops. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from june 2020 - may 2021 for the sapien 3 ultra (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: procedural factors (loader not fully inserted) and patient factors (calcification, tortuosity). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A pra was previously initiated to investigate the cause and assess the risks associated with frame damage. To address the issue, a CAPA was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action, the occurrence rate did not exceed the may 2021 control limit for the related trend category for sapien 3 ultra valve (s3u). The risks outlined in the pra remain the same; the pra documents the potential for procedural delay, which did occur during this event. The pra remains applicable, and no further action is required. A CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently on control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The valve from this complaint event was manufactured prior to corrective action. The complaint for frame damage was confirmed based on provided imagery and returned device. The device was returned for evaluation, it was noticed three bent struts at the inflow post expansion of the valve and the frame was distorted and canted. Due to distorted frame functional/dimensional analysis was not performed. Review of the DHR, complaint history, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, ''as per medical opinion, the root cause of the resistance to advance through the esheath was user error, not inserting the loader capsule completely into the esheath prior to ds insertion. It was suspected that the valve may have been displaced by the hemostatic valve causing the esheath to tear. As per medical opinion, the root cause of the frame damage was user error.'' Additionally, noted that patient had moderate tortuosity and mild calcification access vessel. It was likely caused by the procedural factors and/or patient factors. Per the IFU and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub. In this case, without a completely inserted loader, valve can be exposed and interact with the hemostasis valves within the sheath hub, causing damage to the frame, especially when paired with suboptimal angles. It is possible that the valve struts caught and puncture the sheath liner during the delivery system insertion. Furthermore, the presence of tortuosity and calcification could also create the challenging pathway during the delivery system (with crimped valve) insertion through sheath, and it led to high resistance and push force. So, if excessive force was applied to overcome the resistance, it could result in observed bent struts. The excessive manipulation was indicated by the gouges on the flex tip. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (loader not fully inserted, excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. No manufacturing non-conformances were able to be identified. No labeling/IFU deficiencies were identified. Pra or corrective/ preventive action is not required. The pra has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for the valve bent strut.

Event description:
As found reported by our affiliates in (B)(6) , when inserting the 26mm sapien 3 ultra valve via transfemoral approach through the 14 esheath there was unusual force associated with valve insertion. During midway of the delivery system insertion, it was suspected that the liner tore. To prevent any vascular trauma, it was decided to remove the entire ds and esheath as a unit. A second 26mm s3u valve was prepped and a 16f sheath was used in an attempt to reduce the push force. The valve was successfully deployed. There was no patient injury, and the patient has been discharged and doing well. As per pictures provided, a bent strut and a liner strand was found.